Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding cutomer¿s high blood glucose level on (B)(6) 2019, from the attorney of the family. Customer stated that retainer ring was clear. Customer stated that they was experiencing high blood glucose of 1336 mg/dl. The insulin pump was not returned for analysis.